Event description:
It was reported the subject device exhibited the lamp does not turn on despite replacement with a new one. The operators realized the lamp failure before starting an examination. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is presumed that error code 103 is displayed due to the failure of the igniter. The root causes could not be identified. Olympus will continue to monitor field performance for this device.